Event description:
Facility alleged that a likorall 200 had released from the quick release carriage when transporting the overhead lift very quickly in the secondary rail. No injuries reported by facility.

Manufacturer narrative:
Motor will be returned to manufacturer for analysis.